Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information become available, a follow up will be submitted. This report addresses quantity 1 of 3.

Manufacturer narrative:
(B)(4). The complaint was not confirmed as no sample was returned for the evaluation, no assignable cause could be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) that a minicap would not close tightly. There was no injury or medical intervention reported at this time.